Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired. Staple pushers were visible at the cut line. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The trs material was manually removed by the account on both the anvil and cartridge. The sutures were intact at the distal end of the reload. Functionally the reload was loaded onto a pmv representative handle and adapter. The reload communication with the handle was verified. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The distal sutures were properly cut. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while firing across the stomach, the reload stopped firing half way, the staple line was incomplete at the distal part. There was evidence of the staples sticking out of the reload. The surgeon was able to place the buttress material that was on the reload in place and staples over it with a different reload. There was no patient injury.